Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was no longer working due to normal battery depletion, but they wanted the ins removed because the ins was ¿falling down into their chest into their breast tissue and turning around. They stated that when they turn over when they sleep, it actually ¿really turns over¿ and is painful. The patient inquired about who could remove the ins near them. A physician listing was sent to the patient. The patient indicated that this had been occurring ¿through the years¿.